Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 240 mg/dl last night and 430 mg/dl today. The customer reported that he treated with bolus but was not sure if it went through or not. The insulin pump was not on auto mode at the time of incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.